Event description:
During a cholecystectomy procedure, device would not staple normaly. Misalighment on the tip of firing form. Another device was used to complete the case. There was no adverse consequences to the patient. Two devices returning.

Manufacturer narrative:
Sent: 03/22/2006. Additional information: d2, 4, 10; g4, 5; h2, 3, 4, 6. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument (a) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. Instrument (b) had become misaligned causing the clips to be scissored and making the instrument non-functional. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition, as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malfunction." Device b: batch#= a9an5y. Mfg date: 10/19/2005. Exp. Date: 9/19/2010. Code 400: misaligned jaws. 3500a codes: 10, 26, 38, 101, 400, 47